Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced symptoms of severe hypoglycemia and had a sweat outbreak. The patient did not lose consciousness but was semi-conscious during the event. The cgm was reading 200 mg/dl, and the blood glucose reading was 30 mg/dl. The patient was treated with sugar and candy and recovered after treatment. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.